Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double bundle was used during a scope cleaning performed on (B)(6) 2025. During the scope cleaning, it was noticed that the bristled portion of the brush detached inside the suction valve upon removal. The detached bristle was retrieved successfully. The scope cleaning was completed with another of the same device. There was no patient involvement in the event.